Manufacturer narrative:
The customer reported complaint for the autopulse platform failed to work was confirmed during archive data review but not during the initial functional testing. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. Visual inspection of the returned platform was performed and found no physical damage. The autopulse passed the functional test without any fault or error. The load characterization check was performed and verified that the load cells are within specification. Review of the archive data shows user advisory (ua) 18 (max take-up revolutions exceeded) and user advisory (ua) 12 (lifeband not present) error messages on the customer reported event date, thus confirming the customer reported complaint. Note that user advisory error messages are designed into the platform when one of several conditions is detected. User advisory (ua) 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. The user advisory (ua) 12 error message is easily clearable by the user. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, during the patient use, the autopulse platform failed to work. The use of the autopulse platform was discontinued and manual CPR was performed for an unknown period of time, however, the return of spontaneous circulation (rosc) was not achieved and the patient expired. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
It was reported that during the patient call the autopulse platform failed to work. According to the reporter, there were no user advisory messages displayed. The use of the autopulse platform was discontinued and manual CPR was performed for an unknown period of time, however, the return of spontaneous circulation (rosc) was not achieved and the patient expired.